Event description:
A high blood glucose level was reported by the customer, with a reading obtained from a cgm and confirmed by a bg meter at 268 mg/dl. There was no adverse impact to the customer¿s blood glucose level beyond the reported high reading. The customer took corrective action by administering a correction bolus through their pump and consulted technical support, who provided instructions to inspect various components, such as the infusion site and tubing. It was discovered that large air bubbles were present in the tubing, which was addressed by using the fill tubing feature to remove them. The customer was educated on ensuring air bubbles are removed to prevent insulin delivery issues, and they acknowledged understanding. Supplies will be replaced as necessary, allowing the customer to resume insulin use.